Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that theitem received is different from the item reported. Therefore, the itemwas corrected and the lot number was not considered.

Event description:
(B)(6) ¿ the dentist reported that, one day after the installation of the dental implant in patient¿s mouth, he noticed that the implant was loose. In consequence of that, he decided to remove it. The implant achieved 45n.cm of primary stability during its installation surgery and the patient presented bone type iii.